Event description:
It was reported that during the insertion of a cascadia oblique interbody as the surgeon attempted to rotate the cage, the tip of a cascadia lordotic - oblique inserter and a thread from the tip of an aleutian inserter inner shaft fractured intra-operatively. The broken pieces were retrieved and x-rays confirmed that there were no artifacts left in patient. The procedure was completed successfully with a 15 minute surgical delay and no adverse consequence to the patient. This report is for the cascadia lordotic - oblique inserter.

Manufacturer narrative:
H6 coding has been updated to reflect completion of the investigation.

Event description:
It was reported that during the insertion of a cascadia oblique interbody as the surgeon attempted to rotate the cage, the tip of a cascadia lordotic - oblique inserter and a thread from the tip of an aleutian inserter inner shaft fractured intra-operatively. The broken pieces were retrieved and x-rays confirmed that there were no artifacts left in patient. The procedure was completed successfully with a 15 minute surgical delay and no adverse consequence to the patient. This report is for the cascadia lordotic - oblique inserter.